Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt); "cases extended about 15 minutes" (no code available). Product problem(s): "probes quit working" (device operates differently than expected). A nurse reported the surgeon described a surge in power during two cases. After the power surge, the probes stopped working. A second pak was opened and the case was completed without further incident. Additional info was requested. No pt injuries were reported. Additional info was received. The nurse reported the events happened during a procedure while pts were under anesthesia. The case was delayed about 15 minutes with no pt impact.